Event description:
It was reported that the patient went to the emergency room complaining of being short of breath, and the patient's heart rate was low. The device was in managed ventricular pacing (mvp) mode. The device was reprogrammed, and the lower rate was increased. The device remains in use and the patient's rhythm is now fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.